Event description:
Ventilator turned off when access panel was opened. No harm came to patient, patient was on non-invasive CPAP. Ventilator was replaced with a new ventilator and red tagged with description of event.